Event description:
It was reported that stent damage occurred. An unspecified size promus element plus everolimus-eluting platinum chromium coronary stent system was selected to treat the target lesion. It was noted that the proximal end of the stent was deformed. The procedure was completed with this device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by another device. (B)(4).